Event description:
Customer reported two false positive results when using the cue covid-19 test for home and over the counter (otc) use. Three family members received positive results, however, customer did not specify which individuals experienced the false positive results. This report is to document one of the false positive results. See related cases for alternate false positive result. Individual received a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 20243f, reader sn (B)(4). Individual tested negative with an unspecified covid-19 rapid test on an unknown date. Customer advised individual would be obtaining a pcr test as well, however, this was never confirmed and no result was provided. Although requested, customer was unresponsive and no further information was provided. Customer did not distinguish the cartridge sn's for the two positive results being questioned.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.